Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Performance data collected from the device was also analyzed. Analysis of the device memory indicated the battery measurement was not available. A grey bar was observed on the save-to-disk file on (B)(4) 2016.

Event description:
It was reported that a remaining-longevity estimate was unavailable when the device was checked prior to implant. Two days later, still prior to implant, the estimate was again unavailable. The device was not used. There was no patient involvement.